Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will not switch on.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the (B)(6) 2010 and performed to specification up to the (B)(6) 2013. Multiple manual power ups of ten minutes duration were recorded between the (B)(6) 2013 and the last log entry on the (B)(6) 2013. The pad-pak became depleted during this time. Upon visual inspection of the returned device all pogo pins were found to be damaged. This would confirm the reported fault. All pogo pins were replaced for testing purposes as the damage would have prevented the device from powering up. Investigation found the reported fault can be attributed to membrane failure and damaged pogo pins. The ten minute time outs would suggest a failing membrane. The damage to the pogo pins was likely caused by incorrect insertion of the pad-pak. No data was recorded after the (B)(6) 2013 indicating the pogo pins became damaged after this date. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.